Event description:
The pt's catheter dislodged out of the intrathecal space which resulted in a pt dose increase of 700% in two weeks. It was stated that this was the second catheter issue since the system was implanted. The pt was nearing end of life due to the progression of cancer. The pt was incredibly thin, and in a lot of pain. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).